Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD), with atrial arrhythmia therapy capability, and transvenous pacing lead exhibited atrial oversensing of ventricular paced events.